Event description:
It was reported that during use the balloon ruptured on the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the repair is pending, the fse is unable to complete service order since they are awaiting parts. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found error code 16 present in the logs, in which that error indicates a possible kinked balloon. The unit passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Additional contact information: (B)(4).